Manufacturer narrative:
There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Dim u4 display segments / (B)(4). The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 01/02/2020 to the present date 12/01/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device had a display / screen issue. The was no patient involvement.